Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the product will not be returning to zoll and will be sent to a third party repair facility. The customer was unable to provide more information surrounding the event.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) in cardiac arrest, the device's associated electrode pads and paddles provided poor contact to the patient's skin. The customer was unable to provide more information surrounding the event. Complainant indicated that the patient subsequently expired.